Event description:
Same case as MDR ID: 2134265-2014-01501, 2134265-2014-02057. (B)(4). It was reported that coronary spasm occurred. In (B)(6) 2010, at the start of the study, the subject received the study medication maintenance dose of 75 mg. On an unknown date, the subject was started on aspirin 325 mg. Two days after, the patient presented due to ventricular tachycardia, elevated troponin I, stable angina and significant coronary artery disease. Cardiac catheterization was then recommended. The patient was brought to the cardiac catheterization lab in a fasting and nonsedated state. Vascular access was obtained via right groin using a 6f sheath under fluoroscopic guidance without any complication however, difficulty advancing was noted due to fibrosis. The 98% target lesion was an in-stent restenosis of an unspecified stent located in the mid distal left anterior descending (lad) artery. A 6f non-bsc catheter was used to perform angiography in the left coronary system and an unspecified imaging catheter to perform angiography in the target lesions and another unspecified multipurpose catheter to visualize the aorta to right coronary artery for last review. Following the diagnostic angiogram, a 6f unspecified imaging catheter was advanced however was difficult to engage. The device was replaced with another 6f imaging catheter but was not able to engage the ostium of the lima to lad graft. A non-bsc guide wire was then advanced to cross the lesion and another non-bsc guide wire to cross the distal part of the lesion. A 2mm apex balloon catheter was advanced to pre-dilate the isr area. Multiple balloon dilatations were performed. The physician treated the isr of the mid distal lad with direct placement using 2.25 mm x 2.0 mm and 2.25 mm x 12 mm taxus liberte stents. Post-dilatation with a balloon stent was performed. During the procedure, the patient was given intracoronary nitroglycerin to relieved the coronary spasm and also given angiomax. At the end of the procedure, right femoral angiogram was performed with a 6f non-bsc device through the right femoral artery without any complications.

Manufacturer narrative:
Device a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).